Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor (gold). They were unable to verify the compromised force sensor system alarm and perform functional testing due to the motor error alarm. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and the insulin was squirting out. The customer's blood glucose was 12.9 mmol/l at the time of incident. While waiting for the pump to rewind, the customer stated that they previously had experienced insulin squirting out during prime but it always reverted back to normal almost instantly. During troubleshooting, the pump alarmed compromised force sensor system. Troubleshooting for the compromised force sensor system alarm was completed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.